Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure that the bipolar energy was not working. The site restarted the generator, changed the energy cord, and changed instruments, with no resolution. The site brought in a force triad generator to complete the case. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the reported issue was confirmed using system logs with errors c-34, m-11, and c-30 observed. No visual issues were found related to the event. The generator displayed error c-34 on startup during testing. The complaint was confirmed based on the failure analysis. The probable cause of the customer reported issue could be attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.